Event description:
It was reported that the patient experienced scrotal infection with spectra concealable penile prosthesis (spp). The spp was removed and replaced with a new one. Further information was requested and not yet received. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.